Event description:
A complaint was received that a patient had lost stimulation after having undergone a diatermia treatment. A "high impedance detected" message appeared on the patient's remote control. The patient was reprogrammed with the remaining working electrodes to maintain therapy. Analysis performed on the patient's ipg database revealed that the high impedances are isolated to 1 lead, and the ipg is functioning properly. A lead replacement procedure has been recommended for the patient.